Event description:
The pt reported a return of symptoms: weakness and feeling non-responsive. The neurostimulator light on the pt programmer was not lit during pt interrogation of both neurostimulators. Refer to medwatch report #3004209178200701902. Additional info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional info is received.